Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the device functioned like normal. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans task and caused no delay to the surgery. It was reported that the battery light was turning red after the site was spinning. The system would spin without issue, however, it would deplete the battery. The site kept the system plugged in. The surgery was completed with imaging and there was no impact on patient outcome.